Manufacturer narrative:
The device was inspected and tested on 16th october 2017. Within this inspection functional testing and visual inspection was made. The result was: => the device was slightly out of specification. => interval of the supplier maintenance was exceeded by the customer. As the device did not show any deviation that could cause the reported incident we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer service was contacted on oct 09th 2017 by distributor: distributor stated that an incident has happened and provided details via returned good form on oct 11th 2017: description: patient head fell out of clamp. Injuries: cut side head. Patient positioning: face down.